Event description:
It was reported the patient's ipg was explanted and replaced with a different model. The patient's issue has resolved.

Manufacturer narrative:
(B)(4). This ipg serial number was included in field advisories: 1627487-12192011-003-r 1627487-07262012-002-r. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.(B)(4).

Event description:
It was reported the patient has not used the scs system for 6 months and is unable to communicate with the external devices. The system is no longer able to provide the patient with stimulation. Surgical intervention is planned to address the issue.